Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, abdominal pain, hematuria. Plan ¿ ordered cytology and sonogram. Abdominal pain, hematuria, urinary tract infection. Plan ¿ cipro 500 mg and bactrim ds was prescribed.